Event description:
It was reported that a patient presented with intermittent capture noted on the patient's right ventricular lead. In-clinic lead assessment was recommended. No adverse patient consequences were reported.